Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
During evaluation of the device for a different symptom the philips field service engineer identified that the co2 module failed testing. There was no patient involvement.